Event description:
Patient reported patient did receive a new pump but it also does not work, it dies after patient unplugs it. Serial number not reported. Pharmacy replacing pump. Actual device available for return. Unknown if patient missed dose. Unknown if medical doctor (md) is aware. No additional information. Reported to (B)(6) by: patient/caregiver.